Manufacturer narrative:
The bender was visually and functionally evaluated. There is minor discoloration on the instrument and wear that is adequate for expected use in the field. The left roller pin (p/n 01-3905-05), that helps to deform the pectus bar, has been broken in half and both pieces were returned. There are no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force on the bender.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reported the bender disassembled during surgery. No adverse events were reported, however this device is subject to the two year malfunction rule.